Event description:
The physician attempted arteriotomy closure with the close s 6 fr. Device after an interventional procedure. Fluoroscopy was performed to confirm arteriotomy placement in the common femoral artery. The marker lumen was flushed during preparation. The vessel was reported to be mildly tortuous. The device was inserted at a 45 degree angle and mark was obtained. There was no reported resistance during device insertion, foot deployment or needle deployment. Both cuffs captured. The device was removed and hemostasis was achieved. The pt was moved from the catheterization table to a stretcher. At that time, the pt complained of pain around the "upper area" of the pelvis. A MRI and an echocardiogram were performed which confirmed a retroperitoneal bleed. The pt received a transfusion of blood products. It was reported that the bleeding had stopped by the next day. The physician commented it is not known if the cause of the bleeding was due to perforation by the sheath, guidewire or the closer s. The pt has been discharged home. There was no report of adverse pt sequelae.